Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress behind display) issue. This complaint is being reported because the reported issue has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/18/2016 with the following findings: investigation revealed visible moisture behind the display lens. A leak test was performed and failed due to display lens leak. The pump was opened and evidence of moisture was found on the transceiver printed circuit board, the main printed circuit board and inside the cover.